Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) reported that the pump had been interrogated again and showed the correct amount of medication. No further interventions had been taken.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown medication via an implantable pump. It was reported that the at a refill the expected reservoir volume had been 4.7 ml and the actual reservoir volume had been 18 ml which was 95% of the reservoir. It had been found that the catheter was kinked. The patient was on a very lowdose of medication and the patient exhibited no signs of withdrawal. The patient was scheduled to return to the hospital on (B)(6) 2025 to interrogate the pump again and make sure the drug was leaving the reservoir. Potential procedure to be done on (B)(6) 2025 were a catheter access port procedure followed by a dye study if the catheter was not unkinked.

Manufacturer narrative:
Updated b5, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer via company representative stated that the patient recently underwent a pump replacement and catheter revision on wednesday and wanted assistance on how to unpair the old ptm from the previous pump and pair it with the new pump. The company representative (rep) mentioned that they planned to contact the patient to walk them through the process. The tech services advised the rep to have the patient contact patient services directly for assistance with the personal therapy manager (ptm) pairing process, as a code may be required to decouple and recouple the device, and it would be more efficient for the patient to receive direct guidance. The tech services also obtained additional details regarding the recent pump and catheter revision. The procedure was performed because the previous catheter was kinked, not properly sutured, and the pump had flipped multiple times, resulting in poor flow. The physician decided to replace both the pump and a portion of the catheter during the same procedure. The rep confirmed that the patient now has good flow following the replacement. The tech services documented the information, no further issues were reported at this time. Additional information was provided from a consumer indicating that the agent walked them through unpairing and pairing to pump. The patient mentioned their previous pump had come up to the surface. The patient was feeling much better than they had previously. The patient stated that their previous pump did not work at all.